Event description:
The pharmacist reported the following event, the thread of the screw fractured during implantation. Another screw was used. A fragment was left inside the patients' foot. No delay was reported.

Manufacturer narrative:
The reported event that a cann compression screw 2.0x24mm, stst, sterile was alleged of breakage during surgery could be confirmed. Based on investigation, the root cause was attributed to be user related. These are the two most plausible causes: - the screw was incorrectly handled during insertion. The surgeon did not perform a proper operating technique while screwing (e.g. Sudden jerk) and the device broke as a result. According to autofix IFU the operating surgeon must have a thorough command of the hands-on aspects of the established operating techniques. - two screws were put in contact. Their collision led to implant breakage. Autofix operative technique warns about this possibility and explicitly states not to put two screws in contact. The manufacturer is not responsible for any complications arising from incorrect operating techniques. The device inspection revealed the following: the screw presents a clear breakage at the tip thread. The remaining thread results slightly deformed. The breakage surface was analysed: fatigue zone and instantaneous zone could be identified, suggesting that the screw underwent repeated stresses. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The pharmacist reported the following event, the thread of the screw fractured during implantation. Another screw was used. A fragment was left inside the patients' foot. No delay was reported.